Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery treating the humerus. After inserting the multiloc nail and screws, the surgeon inserted the end cap (0 mm), but it inserted at an angle and could not reach to the optimum location. The surgeon tried reinserting it several times but failed. Therefore, the surgeon inserted another end cap (2 mm), but it was not able to be inserted either. The procedure was completed without end caps eventually. The surgery was completed successfully with no surgical delay. This report is for one (1) ti multiloc end cap f/multiloc nail/0mm extension-sterile this is report 1 of 2 for complaint(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative h3, h4, h6: a review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient status/outcome was reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: h3, h4, h6: part 04.019.000s, lot 9437p52: manufacturing site: mezzovico. Release to warehouse date: february 23, 2024. Expiration date: february 01, 2034. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.